Manufacturer narrative:
A batch review of the finished good lot and components confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, in-process, or final inspection processes. No photos of the broken needle, the actual device or sterile samples from the lot were available for visual review or testing. No retains were available for review. If samples become available at a later time they will be tested, and the results will be included in the file. A follow-up report will be submitted at that time. The bending, fracturing, breaking of a needle can occur when needles are gripped with a needle holder, forceps, or some type of surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. The stress on the attachment section is greatly reduced when the needle is held in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point as indicated in the IFU for this product. Without receiving magnified photographs of the used device, receiving the actual decontaminated device for review, or receiving detailed information regarding the preoperative preparation of the device, tools utilized to grasp the device, details of the procedure performed, or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
On (B)(6) 2022, in the 15th operating room, dr. (B)(6) found that the tip of the needle was intact when the needle was inserted into the skin, and when the needle was removed, the tip of the needle was found to be broken about 0.5mm*0.5mm in size, and after a careful search without success, dr. (B)(6) decisively chose to remove the skin edge tissue of the needle route and took a film to try to find it, which showed that there was no needle-like shadow at the patient's skin edge. During the suturing process, dr. (B)(6) did not use the needle holder to clip the needle during the suture process and considered that the quality of the needle was not good, or the doctor's technique was problematic, and finally chose to give up the search, extending the operation time by about half an hour. No patient injury reported.